Manufacturer narrative:
The biomedical engineer reports that the bedside monitor screen went white and turned off. The battery in the device is functioning normally. The device has been returned for evaluation and repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the bedside monitor screen went white and turned off. The battery in the device is functioning normally. The device has been returned for evaluation and repair.